Event description:
Additional information received reported the patient recovered without sequela. Battery depletion was noted as not normal and it was restated that the patient felt stimulation when the ins was off.

Event description:
Additional information received reported the patient continued to feel "stimulation" after the ins was disconnected and explanted. The patient's health care provider (hcp) was in the process of determining the cause of the patient's paresthesia through additional patient diagnostics. The patient's status at time of the report was noted as no injury or adverse event.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was that the patient felt their ins was "not turning off". Impedance measurements on electrodes #1 and 2, 3 were noted as >40,000 ohms. X-rays taken on (B)(6) 2013 showed 2 inss in place on abdominal views (manufacturer's device registry indicated that the patient also had an ins system for deep brain stimulation therapy). The ins was interrogated and reprogramming was performed on (B)(6) 2013 where the high impedances were confirmed and the neurostimulator was noted as "ok". The patient was seen on (B)(6) 2013 at which time they complained of a "buzzing" sensation in the left extremities (felt like stimulation was still working). It was confirmed that the ins for this therapy was then explanted from the patient's left flank. The patient outcome was reported as non-serious injury.

Manufacturer narrative:
Product ID 3586, serial # (B)(4), implanted: (B)(6) 1989, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that stimulation was too high. It was reported thattheir current device didn't seem as effective as the "old machine." It was reported that electrode three had 3 dashed lines during impedance measurement. It was reported that the patient had respiratory syncytial virus (rsv).

Event description:
Additional information stated "the machine" was taken out "last week" prior to report. It was further stated the patient "needed to have a myelogram to get it back." The patient reported she "wanted it back" and that "no one told her that it worked." The patient also noted that she "thought the machine stopped working" and that she "couldn't get it lower." The exact meaning of these last two statements was unknown at the time of report.

Manufacturer narrative:
Product ID 3550-29, product type: accessory.

Event description:
About a month previous to the date of this report, it was reported the patient had pain up high in their back that started right after implant. It was stated that the implantable neurostimulator (ins) was off, but the patient was still having pain. The following day the patient was feeling stimulation when the amplitude was set to 0v. The ins was confirmed to be off. About three weeks later, it was reported when stimulation was turned off, the patient felt "stimulation vibration" for about an hour after. The patient again felt pain, this time in the buttocks and left leg. It was stated as "tolerable"¿ with stimulation on. As of the date of this report, it was reported that high impedances were measured. Impedances of greater than 40,000 ohms were reported on some electrode combinations. The cause of the high impedances was unknown. It was noted the patient was getting appropriate stimulation coverage when stimulation was on. The patient still felt stimulation when stimulation was off. It was indicated the patient felt the stimulation in their legs and sometimes their back. It was stated the sensation would get "stronger and weaker." About a week later, it was reported the patient was being taken to the operating room to perform a check. It was stated the healthcare provider was going to "unplug the leads" from the ins to determine if the patient could still feel stimulation. It was indicated that all troubleshooting methods were performed and the patient still claimed to feel stimulation when it was off. The outcome of the procedure was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. (B)(4).